Event description:
The plaintiff alleges that while working as a charge nurse the plaintiff was exposed to antigenic natural latex proteins in latex gloves and in 1999 the plaintiff was diagnosed by doctor as a result of a rast test, as being allergic to latex. The plaintiff further alleges that the plaintiff is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hosps, clinics, or private offices. Furthermore the plaintiff alleges that the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. The plaintiff alleges that the plaintiff has suffered substantial injury, pain and suffering, economic loss, medical expenses, humiliation, anxiety, embarrassment, outrage, mental suffering and emotional distress. Finally there is the allegation of loss of consortium.